Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a autofill failure. There was no patient involvement reported.

Manufacturer narrative:
The fse that encountered the issue resolved it by installing a new pneumatic module assembly. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a autofill failure. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d5,d10,e1(name & eail),e2,e3,e4,g2.